Manufacturer narrative:
Literature citation: xu, j. Et al. A comparison of short-term peripheral nerve stimulation and pulsed radiofrequency in the treatment of postherpetic neuralgia. J. Pain res. 17, 4583¿4590 (2024). D2: please note the devices were implanted for an off-label use - implanted for peripheral nerve stimulation. Continuation of d10: product ID 3487a lot# unknown product type lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reported events: 1. 2 patients experienced ¿local infection.¿ 2. 1 patient experienced ¿peripheral nerve injury.¿ please see attached literature article.